Event description:
"At present, the unit delivers no flow intermittently, more noticeable after unit has been shut down over period of time; otherwise it works fine". A note enclosed with the returned unit stated, "fails leak test, stopped working after 2 hours of use while asleep. Vent does not pump any air".